Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that a hematoma was found in the chest stimulator recently, and the patient was in the hospital for observation. The doctor's preliminary judgement was that the patient's daily activities were large leading to rupture of capillaries in the body. CT was prepared for the following day and follow-up treatment would be performed according to the situation after examination. It was unknown if there were expert opinions. No further complications were reported. Additional information was received indicating it was unknown if the patient was hospitalized and it was unknown what the results are of the CT imaging. Examination was taking place first and then there was follow up treatment.